Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting the ins battery low screen on the patient programmer (pp). The patient began charging on the phone and was getting 0 coupling bars. The patient turned the antenna dial and got 4 coupling bars. She eventually got 8 bars. Later, the antenna was moved and she got 4 coupling bars again. The patient was going to call back if she needed further assistance charging. No symptoms were reported.